Manufacturer narrative:
H4: the lot was manufactured from january 31, 2020 - february 03, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladders of two (2) unitis of folfusor sv (small volume) ruptured after filling with fluorouracil. There was no patient involvement. No additional information is available.